Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the report of a damaged introducer is confirmed; however, the root cause could not be determined with the information available. One dilator and peel apart sheath from a 5 fr microez micro introducer were returned for evaluation. The orange tabs were partially peeled. Blood residue was visible within the grey sheath and dilator. The dilator was observed to be curved and slightly bent. Microscopic observation of the sheath tip revealed it to be bunched inwards. Two regions with the most severe deformation appear to be on opposite ends of the sheath tip orifice. Based on the damage observed, possible contributing factors include advancement against resistance and inadequate skin knick. The product instructions for use (IFU) states, ¿advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a scalpel prior to making incision.¿ since the sheath tip was observed to be damaged, the complaint is confirmed but the exact cause remains unknown. H3 other text : device evaluation findings are in the manufacturer's narrative.

Event description:
It was reported "a nub on the introducer in some of the PICC kits recently." The number of kits is unknown. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reew2960 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "a nub on the introducer in some of the PICC kits recently." The number of kits is unknown. No other information was provided.